Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that upon device interrogation, the right atrial lead exhibited loss of sensing. It was noted that the lead also exhibited low sensing in unipolar configuration. The patient was asymptomatic. The lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.